Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6 2020 (B)(4)) (rep, hcp): it was reported that the patient was admitted to the hospital and was having trouble swallowing and speaking. The patient was found lying on the floor in their apartment. They admitted the patient to the hospital to rule out possible stroke. It was also thought to be possible the patient fell. Diagnostics/troubleshooting performed included checking to make sure deep brain stimulation (dbs) didn't "accidentally turn off," and checking impedances. Actions/interventions taken included the patient's settings being increased within the patient limits set by their physician. The system was on and no impedance issues were observed. The issue was stated to be resolved at the time of reporting.